Manufacturer narrative:
Device evaluation summary: device returned for evaluation. The stent was positioned on the balloon between the marker bands as per position specification, but due to proximal stent deformation the stent did not meet visual acceptance specification. Deformation was evident to the most proximal stent wrap. No deformation was evident to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. No other damage evident to the remainder of the device. Image evaluation summary: one still image was also provided for review. Still image of the box confirms the lot number and device size matches the lot number and device size reported on gch. Please note that this device (endeavor resolute) is not marketed in the united states; however, it is similar to the united states marketed product (resolute integrity). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions. If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure, an attempt was made to use one endeavour resolute rx coronary drug eluting stent to treat a moderately tortuous, severely calcified lesion located in the distal left anterior descending (lad) artery. The device was inspected with no issues noted. Negative prep was performed with no issues noted. The lesion was pre-dilated. The device did pass through a previously deployed stent. Resistance was encountered when advancing the device. Excessive force was not used during delivery. It was reported that the stent failed to cross the lesion. The procedure was completed by further pre-dilation and use of another stent. The patient was reported to be alive with no injury.